Manufacturer narrative:
(B)(4). The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
Plaintiff allegedly received a cook filter on (B)(6) 2012 via the right internal jugular vein due to dvt. Plaintiff records also indicate that a second 'tulip' filter was placed via the right internal jugular vein on (B)(6) 2013 into the ivc below the renal veins. Plaintiff has provided multiple CT reports from 2013 to 2016 that note that an ivc filter remains in place. No records were provided to indicate if the (B)(6) 2012 cook filter was removed prior to the placement of the 'tulip' (B)(6) 2013 filter. Plaintiff is alleging that the filter requires the continued need for anticoagulant therapy.

Manufacturer narrative:
Investigation evaluation - it has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating ¿continued need for anticoagulant therapy". Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.